Event description:
It was reported, the pt underwent surgical intervention with the catheter due to wound dehiscence secondary to radiation. Upon opening pump pocket, the pump was noted to be free, floating upside down in the pump pocket on visualization. The drugs in the pump were hydromorphone, bupivacaine, clonidine, and compounded baclofen. No other symptoms were reported. The pt recovered without sequela.